Event description:
Peritoneal pt noted air in outflow line of "ultra-bag" during drain procedure. Pt ignored air and proceeded with the "fill" procedure. The air resulted from a leak in the tubing at the "y" junction of the drain and fill lines. There may have been poor bonding of the tubing and the "y" junction, however, rptr is unable to confirm this. The poor bond may have rpovided a port of entry for bacterial contaminants. The pt experienced peritonitis.